Event description:
A report was received that the pt was in a car accident and the pt had not used the stimulator for months. Recently, when the device was turned on, the pt reported the stimulation patterns changed and the device was not functioning the same. The bsn sales rep noted 10 out of 16 contacts were experiencing high impedances. The physician believed the leads may have been fractured and therefore, replaced the leads. The pt is getting great coverage.